Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389-40, lot# j0437032v, implanted: (B)(6) 2004, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2008, ex product type: programmer, patient. Product ID: 3389-40, lot# j0437032v, implanted: (B)(6) 2004, product type: lead. (B)(4)

Event description:
The patient was implanted for parkinson's and movement disorder. The consumer reported that he was in the hospital for a uti. It was traumatic and he could not respond. It was noted that the implant was off in error. The implant was turned on and he experienced a shock but then was ok. The manufacturing representative checked the device and confirmed that everything was okay. There had been no issue since then. Everything was resolved. **please see manufacturer report #3004209178-2015-20330 for information on the patient's concomitant system.